Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify the reported issue. The customer did not return the therapy cable with their device. Proper device operation was observed through functional and performance testing. Following evaluation, the device was returned to the customer for use. A cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device failed its self-test. Additionally, it was reported that the device would not recognize a patient connection. There was no patient use associated with the reported event.